Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-06113. The pt (B)(6) was implanted with two ipgs on (B)(6) 2011. It was reported that the pt was experiencing problems recharging the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on the issue found that the pt is still experiencing problems. However, specifics regarding the remaining issue are unknown. The pt will be contacted in an attempt to interrogate this matter further.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.